Event description:
It was reported that during surgery, the device was broken when it was inserted into the bone. The procedure was successfully completed without considerable delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One 72202397 bioraptor knotless suture anchor device was reported on. The product reported on is intended for hip applications. The procedure listed was a shoulder procedure. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use. Influences unrelated to manufacture that could compromise product performance or integrity include: site prep with alternate or without recommended instruments. Difficulty with establishing and maintaining axial alignment of suture anchor with prepared insertion site. Excess force placed upon the product.

Manufacturer narrative:
One 72202397 bioraptor knotless suture anchor used for treatment, was returned for evaluation. There was a relationship between the reported event and the device. The complaint stated: ¿the device was broken when it was inserted into the bone.¿ all components were returned. They are damaged. The conditions are consistent with a torque issue and loss of axial alignment during attempted insertion. Audible click is present with rotation of the torque limiter. The inserter¿s inner shaft is bent at the distal tip. The inner insertion rod advances but it no longer spins concentrically. The anchor was fractured and split open. The anchor and grub insert have symptoms consistent with excessive force applied and off axis alignment as well. The instruction for use cautions: ¿to prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site.¿ use of excessive force during insertion can cause failure of the suture anchor or insertion device. Complaint history lot review found one other complaint. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.